Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that he had two insulin infusion sets separate at the luer-lock connection in a two week period. He described the occurrences as, "one was a partial separation and the other a complete separation". He reported a high blood glucose value of 200 mg/dl following the occurrences. He stated that his normal blood glucose range was 110-120 mg/dl. He did not report symptoms of elevated blood glucose levels. He replaced the infusion set tubing and administered a bolus of insulin to reduce his blood glucose level following each occurrence. He stated that he discarded the infusion set tubing after use and he was aware of the product recall. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.